Manufacturer narrative:
(B)(4). Batch # m93a5g. The device was received the upper jaw damaged at the proximal side. In addition, the device was received with the top of the I-blade fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the blade got broken when it was passing the tissue. A bipolar device was used to complete the procedure. There were no adverse consequences for the patient.